Manufacturer narrative:
Concomitant products/additional components involved: rlt261218j/(B)(4); pla280300j/(B)(4); pla280300j/(B)(4); pla280300j/(B)(4); pla320400j/(B)(4); pla320400j/(B)(4); pla320400j/(B)(4); pla320400j/(B)(4); pla320400j/(B)(4); pla320400j/(B)(4); pla360400j/(B)(4); pla360400j/(B)(4); pla360400j/(B)(4). According to the gore® excluder® aaa endoprostheses instructions for use, the gore® excluder® aaa endoprostheses is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm disease and who have appropriate anatomy including a minimum aortic neck length of 15mm and proximal aortic neck angulation of less than or equal to 60 degrees.

Event description:
On (B)(6), 2022, this patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. Reportedly, the patient proximal aortic neck was short and tortuous. During the deployment of the trunk-ipsilateral leg endoprosthesis, it moved distally. As treatment, an aortic extender endoprosthesis (pla260300j) was implanted proximally, and the aortic extender endoprosthesis covered the left renal artery. Then, two or three additional aortic extender endoprostheses were implanted between the trunk-ipsilateral leg endoprosthesis and the aortic extender endoprosthesis. A non-gore stent (express) was implanted in the left renal artery. A contralateral leg endoprosthesis and an iliac extender endoprosthesis were implanted in the left limb and a contralateral leg endoprosthesis was implanted in the right limb to extend the ipsilateral leg. When touch-up ballooning was performed to all the stent grafts, the overlap length between the aortic extenders and the trunk-ipsilateral leg endoprosthesis became shortened to nearly no overlap. Additional aortic extender endoprostheses were implanted to treat the short overlap. Eventually, one pla260300j, three pla380300j, six pla320400j and three pla360400j were implanted. A final angiography revealed a delayed type iiia endoleak on the proximal side. The physician believed this type iiia endoleak would self-resolve and the procedure was concluded. The patient underwent retroperitoneal lavage via opening the abdomen. Then, the patient attempted to leave an operation room with an open wound in the abdomen, which resulted in an observed leakage from the somewhere retroperitoneal. Angiography revealed a type iiia endoleak at the proximal side. A surgical graft conversion was then performed.

Manufacturer narrative:
H6: added investigation conclusion code 61.